Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. From the shipping record, it is assumed that the lot number is either 62k, 6zk, 7yk, 83k, or 8xk. As a result of checking the manufacturing record of those lot numbers, it was found no irregularities. Based on the past similar cases, it was assumed that the event occurred due to either of the following possible causes. The sliding resistance increased between the operation wire and the coil sheath due to the shape of insertion portion or angulation of the endoscope. The clipping was not completed since the slider was not pulled to the end. The instruction manual of the device has already warned as follows; do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage.

Event description:
During an endoscopy on the lower part, the subject device was used. The clip of the subject device could grasp the tissue but it could not be released. The user withdrew the subject device from the patient with the tissue. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of releasing the clip.